Event description:
Patient reported " breast implant illness, infection and removal." Device explanted. Left side. Patient later reported ¿joint pain, swelling, stiffness, and other random pain, chronic fatigue, brain fog, wasn't producing hormones, having constant periods, stomach issues, weight became difficult to manage, headaches, hot flashes, (hands, feet, back and/or hips would burn and throb,) depressed, anxious, unable to go the bathroom, infections in kidneys, headaches, heart racing, high blood pressure, fever, appendix was about to rupture, right implant was ruptured, bii (breast implant illness) non-specific constitutional symptoms, generalized pain, malaise, skin atopy, tachycardia, unexplained episodes of right-side pain extending to the right chest, back and abdomen.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30011899 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of may 2020 through apr 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ pain:unable to confirm as it is a medical event not related to the device. ¿ nausea: unable to confirm as it is a medical event not related to the device. ¿ edema: unable to confirm as it is a medical event not related to the device. ¿ skin rash/dermatitis: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side " breast implant illness, infection and removal." Device explanted. Left side. Patient representative later reported ¿joint pain, swelling, stiffness, and other random pain, chronic fatigue, brain fog, wasn't producing hormones, having constant periods, stomach issues, weight became difficult to manage, headaches, hot flashes, (hands, feet, back and/or hips would burn and throb,) depressed, anxious, unable to go the bathroom, infections in kidneys, headaches, heart racing, high blood pressure, fever, appendix was about to rupture, right implant was ruptured, bii (breast implant illness) non-specific constitutional symptoms, generalized pain, malaise, skin atopy, tachycardia, unexplained episodes of right-side pain extending to the right chest, back and abdomen.¿